Event description:
According to the reporter: the balloon was defective. The balloon failed to deflate because of a leak on two attempts. No problems with the placement or other explanation for the defect. They inserted the balloon and tried to inflate but noticed the abdominal cavity was not going up. They pulled it out and tried testing it and noticed that it was not holding or sealed properly so they had to open another one. The new one worked fine. Additional information has been requested and will be submitted upon receipt.

Manufacturer narrative:
(B)(4)